Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, loss of capture was observed on the left ventricular (lv) lead. Diagnostic imaging was performed and revealed the lv lead was dislodged. The lv lead was explanted and replaced to resolve the event. The patient was in stable condition and there were no adverse consequences.